Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other incidents from the reported lot. All available information was investigated, and partial clip movement appears to be due to a combination of procedural conditions (maneuvers related to advancing and placing the second clip) and patient morphology/pathology (restricted pml, enlarged atrium). There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is being filed to report the clip movement after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After deployment of the first clip (91207u146) on the mitral valve, it was noted the tip of the clip moved in the lateral direction. A second clip delivery system (cds) (91202u181) was advanced and attempted to be placed next to the first clip. Visualization was difficult and during the first grasping attempt, it was noted the first clip moved more lateral and the mr increased. It was not possible to adequately reduce the mr with the second cds therefore the clip was not implanted and the cds removed. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.